Event description:
The customer reported that the tubing separated by one of the ports and leaked blood while connected to a patient in the l&d department. There was no harm.

Manufacturer narrative:
The customer¿s report of the tubing separating ¿breakage¿ by one of the ports and leaking was confirmed. Previous investigations from manufacturing has investigated this failure mode that concluded that the application of alcohol to the clear body of the smartsite component can weaken the smartsite body valve and lead to breaking. The alcohol can weaken the outer surface of the part, and micro-cracks can develop during the stresses applied during engagement and disengagement of a syringe or male luer. The micro-cracks then provide more surface area for the next application of alcohol to penetrate further into the component wall. Visual inspection confirmed that the white plastic body of the distal smartsite was broken off. The break occurs where the white plastic and clear plastic meet. One of the two non-bd green curos alcohol disinfectant cap was connected to this smartsite female luer adapter. Closer inspection of the broken smartsite under a lab microscope observed stress marks at the break site. The break site was jagged. The root cause was not identified.

Event description:
The customer reported that the tubing separated by one of the ports and leaked blood while connected to a patient in the l&d department. There was no harm.

Manufacturer narrative:
O&m client executive. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing separated by one of the ports and leaked blood while connected to a patient in the l&d department. There was no harm.